Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced an event where infusion set was leaking at quick release or tubing on (B)(6) 2024. No further information was available.